Event description:
Dr reported that an abutment broke in function.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot number could not be completed since the lot number was unavailable from the doctor's office.